Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device was received with the shaft bent and a reload attached to the distal end. Two reloads were received. It was reported that the device was difficult to load, difficult to articulate and tacker did not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Apply external counter pressure to the area immediately opposite the distal end of the device when firing tacks in a straight, non-articulated position. Moderate external counter pressure is needed for adequate tack deployment in an articulated position. Excessive force or torque may damage the shaft of the device. Appropriate force should be applied to the handle of the device when placing tacks. Excessive force could result in damage to the tissue and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hernia repair procedure for mesh fixation, the device was unable to have the reload installed. The reload was used in the patient after loading issues were experienced. The device was then difficult to articulate and did not fire. The issue was resolved by using another device to complete the case. No patient complications have been reported as a result of this event.